Event description:
The rptr indicated that the pt's last follow-up check was in may, 1997, and the pacer was ok. Post valve surgery, the pacer cannot be inquired. Magnet mode yields beginning-of-service behavior (5 beats at 90, followed by voo pacing at 70 ppm). Gain selection screen yielded "no signal."